Manufacturer narrative:
(B)(4). The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss conducted performance test on the system to replicate any issues on the system. There were no issues detected with the operation of the machine. As part of service field service checklist, the fss paired the remote control and verified remote control was charging as intended. The technician was not able to identify an explanation for the event. The system was verified for all modes of operations and calibrations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
During a cataract extraction procedure, the surgeon reported having a few corneal burns in relatively low density cataract procedures. The surgeon requested the phacoemulsification machine inspected due to the surgeon stated technique had not changed. Through follow-up, the surgeon indicated four patients had corneal burn in patients¿ operative eye. All four patients required unplanned sutures to close the wound. The clinic reported patient outcome to date has no other problems but all have astigmatism secondary to the sutures. This is three of four of adverse event that will be reported.